Event description:
This pt has experienced vertigo and a feeling of being off-balance since receiving their nucleus cochlear implant in january of this year. In june, pt underwent a surgical procedure to explore their middle ear and pack cochleostomy. Although the surgical procedure provided temporary relief. Their vertigo balance problems remain unresolved at this time.